Event description:
The customer reported that the batteries failed to be recognized by this unit.

Manufacturer narrative:
The unit was evaluated at philips, and the failure was verified. Replacing the batteries resolved the issue. The unit passed all post-servicing testing, and has been shipped back to the customer site.